Event description:
Information received indicates, the foot end casters are not locking into brake.

Manufacturer narrative:
The technician found the rocker link was broken. The technician used a brake/steer upgrade kit to repair the bed.